Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer alleging insulin pump was over delivering. The customer also reported that they experienced hypoglycemia and they treated with food. Customer had been using insulin pump system within 48 hours of low blood glucose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the displacement test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, self test, sleep current measurement, active current measurement, and delivery accuracy test. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or over delivery anomaly noted during testing. (B)(4).